Event description:
During follow-up, an alert for high impedance was noted. Diagnostic imaging confirmed that the lead showed externalization. The lead remains implanted and the patient will continue to be monitored via merlin@home. The patient was in stable condition.